Event description:
Customer reportedly obtained a result of approximately 2.1 inr to 2.2 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. Medication was changed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.